Event description:
It was reported the catheter was being placed into the patient's subclavian in the intensive care unit. During the procedure the clinician punctured the vein and the patient suddenly moved his shoulder up to his face. The doctor felt that there was something wrong with the introducer needle and pulled back the entire needle. At which time she saw that the hub was broken. She felt that the needle wasn't stable anymore and it broke into two parts. It was noted the needle was not stuck in the patient when this occurred. As a result, a new catheter was placed into the patient's jugular. They do not know if this caused a delay in treatment and there was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided an introducer needle. The needle cannula was separated adjacent to the hub and the proximal end of the separated cannula had a slight bend. Microscopic examination of the broken edges revealed that the cannula was flattened from being bent. The damage was consistent with fatigue failure breakage due to bending. A review of manufacturing records did not yield any relevant findings. Based upon observed characteristics at the break and the report that the needle broke during use, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).